Event description:
This ICD and associated leads were explanted due to an erosion/infection. This complaint is associated to the lead case (B)(4) with the following serial number (B)(4).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.